Event description:
Customer alleged large number of false positive results for flu a on sofia flu+sars. No information provided on number of patients or alternate testing. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.